Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a non specific product performance issue a couple months after implantation. The patient underwent surgical intervention to remove and replace the device. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a non specific product performance issue a couple months after implantation. The patient underwent surgical intervention to remove and replace the device. No additional adverse patient effects were reported. Additional information was received which indicated the device was explanted due to dislodgement. No additional adverse patient effects were reported. The device remains in the possession of the explanting hospital.